Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to hypo immunity (no further detail). On an unreported date, the patient began treatment for the peritonitis with intraperitoneal imipenem added to dianeal (dose and frequency was not reported). It was not reported if the patient was hospitalized for the event. On unreported dates, the patient was recovered from the peritonitis and dianeal therapy was withdrawn. No additional information is available.